Event description:
The device was returned due to unable to power on during testing. Upon further investigation, a failed downstream occlusion sensor (dso) was identified. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, upon further investigation found failed to the downstream occlusion sensor (dso). This indicated a reportable malfunction based on the downstream occlusion sensor (dso). The cause of the issue could not be identified. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.